Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into threshold suspend and returned a sensor error. Customer reported that she received a warning that her sensor glucose level was approaching 40 mg/dl. However, the blood glucose level was 275 mg/dl. No further information was provided.